Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: investigation revealed that the battery compartment was cracked and the audible tones were inoperable. The pump casing was opened and the audio circuit piezo contacts were found to be misaligned. Unrelated to these issues, investigation revealed that the keypad cover was peeling off. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged and the audible tones were inoperable. This report is made based on results of investigation completed on 07/13/2016.